Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015, information was received from a healthcare provider via a company representative regarding a 61-year-old, female patient who was receiving fentanyl 2000mcg/ml at 620 mcg/day and clonidine 400mcg/ml at 124.18 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history and concomitant medications were unknown. On an unknown date, the patient experienced symptoms return and pain. The patient underwent surgery and it was discovered that the catheter was coiled up around the pump because the pump had flipped. The entire catheter was replaced and the issue resolved. The patient's status was reported as alive no injury. If additional information becomes available, a follow-up report will be submitted.